Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07353 and 1627487-2015-07354. It was reported the patient could not feel any stimulation. Programming was attempted and could provide some coverage but not effective. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07353 and 1627487-2015-07354. Follow-up revealed, the patient's leads were explanted and replaced on (B)(6) 2015. During the procedure, the doctor also electively explanted and replaced the patient's ipg. The issue was resolved by surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4)